Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was found to be kinked/bent and have a hole/cut. During functional inspection, the device was flushed. There was no leakage from the hub noted; however, there was leakage noted from the damaged part of the catheter shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that continuous flush was maintained throughout the clinical procedure and the device was confirmed to be in good condition before use. The catheter leak was confirmed during analysis. There was damaged noted to the device beneath the primary strain relief where the leak was identified. The leak was from the catheter shaft but may have been perceived during the procedure as the subject microcatheter hub was leaking. The catheter shaft was found to be kinked/bent. If continuous flush was set up and maintained, the leak should have been identified during preparation of the device. Manufacturing carried out an investigation in the manufacturing process to try and identify where this type of damage could occur. The defect could not be recreated in the manufacturing process. Therefore an assignable cause of undeterminable will be assigned to the as reported 'catheter hub leak' and as analyzed 'catheter shaft leak during use', 'catheter shaft kinked/bent' and 'catheter shaft has hole/perforation' as review and analysis of all available information fails to indicate an assignable cause or probable assignable cause

Event description:
The subject device was returned for analysis and the device investigation revealed that there was a hole on the subject catheter shaft and there was a catheter shaft leak during use. Therefore, this event meets the requirements of a reportable event with an awareness date of 27-dec-2021(vn).